Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, filler-induced vascular occlusion (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: schelke, l., decates, t., kadouch, j., & velthuis, p. (2020). Incidence of vascular obstruction after filler injections. Aesthetic surgery journal, vol 40(8) 457-460. Doi:10.1093/asj/sjaa086.

Event description:
This MDR is related to MDR 3013840437-2021-00036 referring to the same literature article. This is an exemplary case about 1 of 4 adult female patients (18 to 49 years old). This is a literature report from a prospective study aimed to determine the incidence of vascular obstruction after filler injections. This literature report from the netherlands concerns an adult female patient. She was injected with calcium hydroxyapatite, into the cheek (reported as re and li), chin and tongue (off label use of device). As reported, the patient had 2 treatments into the cheek and tongue. Calcium hydroxyapatite was injected using a cannula and a needle. Between 4 hours and 1 day after the treatment with calcium hydroxyapatite, the patient experienced a filler-induced vascular occlusion. The diagnosis was confirmed by clinical presentation (reticulated bluish pattern with or without pustules and wounds) and doppler-ultrasound images (hyper vascular turbulent artery with or without detectable filler blockage). The arteries involved were the transversal facial artery with skin changes in the cheek (from the treatment with a cannula), the submental artery with changes in the chin and the infralabial artery. Sodium-thiosulphate injections (250 mg/ml-0.2 ml per cm2) were utilized. As reported in the article, after doppler ultrasound-guided injections of hyaluronidase, all patients fully recovered. The outcome of the event was considered as resolved. In the opinion of the authors, an intravascular injection leading to skin necrosis or blindness was one of the most alarming complications in filler treatment. With a risk of 1:6800 treatments, many physicians were going to encounter this event more than once during their career. Some physicians might not recognize the problem in their patient, and others might feel reluctant to refer them or prefer to treat the vascular adverse event themselves.